Event description:
It was reported that during an unknown procedure, the clips were scissoring. They got a new device and had the same issue. They got a third device to complete the procedure. There was no patient conseqence.

Manufacturer narrative:
Date sent: 10/15/2008. Info anticipated, but unavailable at this time.